Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the doctor was using the colpotomy. As he was back scoring up, the blade broke off. They were able to find the blade laparoscopically. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.